Event description:
It was reported that sensing dropped and there were high thresholds on the right ventricular (rv) lead post pericardectomy procedure. It was suspected that there was a myocardial infarction near the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbb1d1 ICD implanted: (B)(6) 2013. (B)(4).